Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction reported that could have contributed to the event. Stroke and embolism may occur during this type of procedure and as listed in the product instructions for use, stroke and embolism are known potential adverse events associated with the use of the product. Although a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, there was no indication of a product deficiency which could have contributed to the patient effects.

Event description:
It was reported that one day after the implantation of the acculink stent in the right internal carotid artery, the patient experienced a stroke with left upper extremity weakness. There was no reported intervention and the weakness gradually improved. The MRI revealed an embolic infarction. The patient was transferred to a rehabilitation facility five days after the procedure. There was no additional information provided.